Manufacturer narrative:
On (B)(6) 2018 - the consumer has provided the product to the manufacturer. The device is currently under investigation. A supplemental emdr will be submitted with an updated narrative. On 2/24/2019 - the manufacturer has completed the investigation. Below is the manufacturers narrative: sample was returned in a non-working condition. Significant burn marks. Enclosure was melted exposing the inside of heating pad. We have seen this condition before. When being used under blankets or by your feet, it is easy to fold the heating pad and when warm, the rf seals break, allowing the wires to move. Once the wires form an internal "loop" of heat, they are no longer directly controlled by the thermostat. This causes that section to overheat. We state in the ib to be sure to "drape" the heating pad over the area to be treated and not to use longer than 30 min. Check area frequently.

Event description:
On (B)(6) 2018 - the consumer allegedly made her own pad by placing a pillow on top of the unit. The consumer felt smoke under her. No injuries occurred but the consumers sheets and part of her mattress got burned.

Manufacturer narrative:
On (B)(4) 2018 - the consumer has provided the product to the manufacturer. The device is currently under investigation. A supplemental emdr will be submitted with an updated narrative.

Event description:
On (B)(6) 2018 - the consumer allegedly made her own pad by placing a pillow on top of the unit. The consumer felt smoke under her. No injuries occurred but the consumers sheets and part of her mattress got burned.